Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone before and after a battery change and a blank display. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test but then the screen went blank again. No further details given.